Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause of cut on pink rubber and missing adhesive at forceps cover was traced to a component failure. The cause of blood in the channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited cut on pink rubber, missing adhesive at forceps cover, and blood clogged the channel. There was no patient involvement.